Event description:
It was reported that the device froze on a guide wire while it was outside of the pt, and the tip of the device separated when the physician forceably tried to remove the product from the guide wire (against IFU). There was no reported pt injury.